Event description:
The ge oec 9800 fluoroscopy system reported poor image quality where the image would white-out or become degraded.

Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced the fluoro functions pcb as well as the system backplane. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.